Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest cgm reading of 239 mg/dl after the insulin cartridge ran out and the user was without insulin for approximately 30 to 60 minutes, then refilled the cartridge, initiated a meal announcement, and received an insulin occlusion alert that was dismissed with delivery resumed. The user reported not receiving the full meal dose and was advised to allow automated corrections to address the high. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and insufficient information to attribute the event to a specific device component, with the medical device problem characterized as lack of effect consistent with interrupted insulin delivery and a partial meal dose. It was concluded, based on previously established findings for similar reports, that the cause was not established.